Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device over delivered approximately 500ml's into the baxter final bag. The device will be sent in for evaluation. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported issue of an automix 3+3 compounder with over delivery without alarm, measured was not confirmed or duplicated. The root cause was undetermined. No repair was made to correct the reported condition. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622.